Event description:
It is reported that: the pt is having pain in his hip that hurts very badly when he walks. He had to purchase a four wheel walker and cannot get around without it. The pain started really getting bad around (B)(6) 2012. His physician said his x-ray was fine and he was on schedule with his recovery. He received a letter regarding the recall. His original surgeon retired earlier this year. He is scheduling an appointment with a different orthopedist from the same practice.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.